Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. No scrolling numbers on the display was noted. Unable to verify the no delivery alarm due to the unresponsive button. The pump also had minor scratches on the display window, and a cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump kept ramping up while in the process of programming a bolus. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).